Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height (hh) drawer pockets were not detected on buss. A field service engineer (fse) checked the retractor bands. Then secured the connections on half height (hh) interface, removed the pockets and cleaned motherboard (moab). Then tested all the pockets and all tested good in hardware test application (hta). Attempt to recover pockets and all pockets ejected that was possible bad memory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main pmtxicupx4 auxiliary 4.2 whole drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.